Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/20/2024, it was reported by a sales representative via (B)(4) that an ar-5400-13 size 13 leg targeter does not slide. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Correction, h1 to n/a . Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.